Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt has not been hearing well for one month. Testing confirmed that there were 6 electrode channels with hi impedances and 2 electrode channels have short circuits.